Manufacturer narrative:
(B)(4). In discussion with dr. (B)(4) on (B)(6) 2010, he further described the procedure. He stated that he measured 2.2 cm. He was working on the malar eminence. He walked it on top of the periosteum. He started to inject but could not get the needle to work so he backed up a half centimeter and within seconds the patient saw stars. He stated that he did not do a straight injection. He thought the radiesse went to the (B)(4), down the foramen and connected with the inferior retinal artery. He stated that there can be a small foramen. Per information that he received from the retina specialist, the loss of sight is permanent. The patient went to (B)(6). Per discussion between dr. (B)(6) and the (B)(4) contracted physician on (B)(6) 2010, dr. (B)(6) believed the injected area around the apex of the cheek was what led to the vascular incident.

Event description:
The plastic surgeon, dr. (B)(6) was performing a malar augmentation; working on the malar eminence. He was injecting radiesse and at the time of injection believed that he entered an artery. The patient complained of seeing stars and experienced loss of sight in the left eye. Dr. (B)(6) had the patient go to the ophthalmology department in his medical building and the conclusion is that there is an occlusion in the retinal artery. At 12:00 pm, he called (B)(4) for further information and a (B)(4) contracted physician was immediately put in touch with dr. (B)(6). Dr. (B)(6) explained that he injected 0.1 cc of radiesse supraperiosteally at the malar eminence. The ophthalmologist (that he took the patient to) administered diamox. Basic care and emergency treatment were discussed. The patient remained in the care of dr. (B)(6) and at 2 pm on (B)(6) 2010 the patient had an appointment with a retina specialist, dr. (B)(6) of (B)(6) who then performed paracentesis to try to bring the pressure down.